Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump did not give a ¿low battery¿ alarm prior to giving a ¿replace battery¿ alarm. Troubleshooting confirmed that a ¿low battery¿ alarm was not found in the pump history. There was no patient injury associated with this issue. As the issue was not resolved, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/22/2014 with the following findings: a review of the pump history showed a ¿low battery¿ warning was recorded on 08/31/2013. The pump history also showed that the pump continued to run with the same battery until receiving a ¿replace battery¿ alarm on 09/01/2013. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring during testing. The pump was found to be calculating the ¿units remaining¿ correctly and the pump was documenting the values in the pump history. A ¿low battery¿ warning and a ¿replace battery¿ alarm were reproduced for the investigation and both alarms occurred at the correct voltage thresholds. Both alarms were recorded accurately. The history/settings issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.